Manufacturer narrative:
The tech found a broken swing arm weldment on the side rail. The tech replaced the side rail to resolve the issue.

Event description:
The account alleged the side rail will not raise to the latch position. No pt impact.